Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient stated the burning was not completely gone but was better. The rep noted that it would be hard to decipher right now with the new incisional pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain/ lumbar radiculopathy. It was reported that the battery was burning and painful. Patient reported a fall awhile back and that was when it started. Date of the fall was unknown. Impedance check was fun and was normal, x-rays were normal. The patient's implant was replaced. It was reported that the old implant stuck out because patient was very skinny. Issue is resolved at this time. The implant to be returned for analysis. No further complications were reported/ anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins ((B)(4))) found insignificant anomalies. If information is provided in the future, a supplemental report will be issued.